Manufacturer narrative:
A ge svc rep performed an on site investigation. The single board computer, c-mos battery and display adapter printed circuit board were replaced. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system's screens were blank. This happened during a procedure. No pt injury was reported.